Manufacturer narrative:
Only the stent was returned and subjected to a technical investigation. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that about two thirds of the stent are severely deformed. The delivery system was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion in a svg. During withdrawal, after an attempt to treat a lesion in a svg to om by direct stenting, the stent dislodged. The stent could be retrieved.